Event description:
The pmta applicator was placed percutaneously into the target liver tissue. The ablation procedure parameters were set at 180 watts for 6 minutes. The procedure commenced and completed as expected. The pmta applicator was repositioned with the parameters set up as before (180w, 6 mins.). After approximately 3 minutes into the procedure the system alarmed and the procedure terminated. When the applicator was removed from the target tissue approximately two thirds of the ceramic tip of the applicator was missing.

Manufacturer narrative:
Despite product not being returned to the manufacturer (mml) the problem now appears to be the same as that reported on the MFR report 9710493-2011-001 therefore, the evaluation of the other device is applicable to the device which is the subject of this report.